Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. An examination of the cobas® mpx reagent lot m17769 was conducted, in addition an analysis of the pcr growth curves of the questioned result verified accurate reactive call. There is no indication of a miscalling based on the generated pcr signals. The data analysis revealed no anomalies in the algorithm that could lead to erroneous outcomes.

Event description:
There was an allegation of discrepant cobas® mpx (480t) results from the cobas 5800 analyzer for a single patient. On (B)(6) 2026, the initial sample generated invalid results. On (B)(6) 2026, the same sample generated a reactive result for hbv (CT 36.26) and non-reactive results for hiv and hcv. On (B)(6) 2026, the same sample generated non-reactve results for all targets (hiv, hcv, hbv). Serology results were negative.